Manufacturer narrative:
This is one event (death) reported on the same patient involving two separate products and associated with mdrs #1225714-2014-04044 and 1225714-2014-04045.

Manufacturer narrative:
This is one of two device reports related to this event; the associated MFR report numbers are 1225714-2014-04044 and 1225714-2014-04045.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6), 2006 and subsequently expired after the use of the product.